Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse identified the power supply was smoking and the ancillary door would not home. The cse replaced the power supply and ancillary door. Calibrations passed and quality controls resulted within range. The cause of smoke being emitted from the instrument was due to a faulty power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the rear vents of an advia centaur xp instrument. The customer powered down the instrument and switched the main breaker on the rear of the system off. There was no visible fire. There were no reports of adverse health consequences due to the smoke emitted from the instrument.